Event description:
It was reported that the threaded tips of the instrument are broken off. No further information was provided. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The devices were returned for inspection and the event was confirmed. The threaded tips of the instrument are indeed broken off. The microscopic views of the broken surfaces do now show any anomalies of the materials structure. The returned drill sleeves were checked for conformance to print specifications and the review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: we suppose that a mechanical overloading situation during use may have led to these breakages. The drill sleeves may have got damaged during previous surgeries but the damages were not detected before. Thus, the device failure is related to the conditions of use and operational context contributed to this event.